Event description:
It was reported the patient has not charged his occipital ipg in some time, and as a result it is now inoperable. Surgical intervention took place on (B)(6) 2015, and the patient's scs ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
Correction numbers: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.